Event description:
The explanted device was received for investigation. The user was not re-implanted. Additional information stated that the device was still functioning and the floating mass transducer was still properly placed before removal. The conductor link came out under the cartilage and was exposed. The user has a radical cavity.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to the exposure of the conductive link. No available information points towards the device having caused or contributed to this outcome. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. The user was not re-implanted.